Event description:
The customer reported the system displayed column lift switch stuck message. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. However, the system remains operational. The message indicates "press any button to continue."